Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4).

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4). Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: stress urinary incontinence, cystocele, rectocele.

Event description:
Per additional information received, the patient has experienced blood loss.